Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, a corner of the inner packaging was peeled off exposing the device. The packaging was determined to be unsterile.

Manufacturer narrative:
Analysis of the returned genesys hydrothermablation procerva procedure set found that the complaint packaging was not returned with the device. Therefore, the complaint could not be confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, a corner of the inner packaging was peeled off exposing the device. The packaging was determined to be unsterile.